Manufacturer narrative:
It was indicated by the customer that the sensor used during the reported event has been discarded; and therefore, could not be returned to masimo for eval. If new info is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the device is not displaying a pleth waveform, spo2 or pr results during a delivery case. Customer reported that a delivery room nurse placed the device around the newborn's hand and then connected [it] to the pt cable with the monitor on. The nurse was unable to obtain a reading or a waveform for about three minutes. The customer also reported that there is no light from emitter. It was reported that biomed tested the monitor and pt cable following the event but was unable to retrieve the device that was used during the case. During testing, the monitor and pt cable performed as expected. The pt was administered "100% oxygen via mask due to the event".